Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-dec-2018 with the following findings: during investigation, the black box and alarm history showed no evidence of ¿cs012¿ alarm. Battery compartment is cracked below the grip pad. Returned battery cap is undamaged and able to fit. The -¿ez-prime¿ steps were performed correctly, no ¿cs012¿ alarm or any eaw occurred during the investigation, unable to duplicate ¿cs012¿ complaint. Pump¿s cover was removed, no intermittent condition was found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.